Event description:
Customer reported 9 discordant ionized calcium (ca++) results on the instrument. Customer only provided data on two samples from the same patient. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant ionized calcium (ca++) results is unknown.